Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was caused by a disconnection of the scope cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It was noted to the olympus field service engineer (fse), that the cause of the issue was a disconnection of the scope cable. The connection to the scope was cut off for a moment. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite video system center image disappeared during a procedure. The issue was found during a therapeutic procedure and it was completed with the same device. There were no reports of patient harm associated with this event.